Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 01/28/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
(B)(4) it was reported an abnormal curve: deflection is not working. Additional information received from the customer stated that the thermocool smarttouch catheter stuck in a fully deflected position during an ablation procedure. It was not difficult to remove the catheter. No ring or other physical damage was observed at the distal end of the catheter. Upon receiving, the catheter was visually inspected and it was found in normal conditions. Per the complaint, the catheter was tested for deflection and the catheter failed . X-ray showed t-bar (d curve) slid down. The handle was opened but no issues were noticed at steering mechanism. Deflection mechanism was tested and it was working per specification. It was not stuck, the slipped down t-bar was the only one issue. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint for deflection stuck cannot be confirmed. However a deflection failure has been verified. T bar was found out of the place and the catheter can¿t be deflected to any position. A corrective action was created to address the t bar issue.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a thermocool smarttouch catheter stuck in a fully deflected position during an ablation procedure. It was not difficult to remove the catheter. No ring or other physical damage was observed at the distal end of the catheter. The procedure continued by replacing catheter. No patient consequence was reported. This is MDR reportable as it could potentially cause vessel damage or cardiac structure damage during forceful withdrawal.